Event description:
It was reported receiving the message "unable to establish communication," when interrogating a vns patient's generator. Troubleshooting did not resolve the issue. The same programming system was used with other patient ruling out the programming system as causative factor. A battery life calculation revealed the generator was 4.61 years until the elective replacement indicator reads yes; however, the physician believes the generator is at end of service. Diagnostics were last performed on 03/17/2008 and were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.